Event description:
Bariatric surgery pt had a roux-en-y laparoscopic gastric bypass. On post-op day 2, they had precipitous onset of severe abdominal pain overnight with tachycardia. They had normal wbc and differential. Pt was not acidotic. CT of abdomen & pelvis shows modest amount of free fluid & minute pockets of free air. No evidence of leak on CT. Exploratory laparotomy was done and findings were a small leak adjacent to the jejunal-jejunal anastomosis. Small area of bowel adjacent to the suture line appeared traumatized. Surgeon resected this area and re-created the anastomotic area. Pt transferred to ICU, weaned from vent next day, transferred to surgical floor, and discharged to home with home care to follow for dressing changes.